Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient presented to the hospital because this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. Upon interrogation, it was determined that this device was at end of life (eol) and had low out-of-range system impedance measurements, down to 16 ohms. Technical services (ts) recommended chest x-ray to verify system position and a defibrillation threshold (dft) test. The physician elected to not perform x-ray or dft at this time. A 10j manual shock test was conducted and produced 31 ohms impedance. It was noted that this patient had a low body mass index (bmi). This device was electively explanted for normal battery depletion (nbd) and replaced with a new s-ICD. As of today, this product has not been received by boston scientific for investigation. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this patient presented to the hospital because this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. Upon interrogation, it was determined that this device was at end of life (eol) and had low out-of-range system impedance measurements, down to 16 ohms. Technical services (ts) recommended chest x-ray to verify system position and a defibrillation threshold (dft) test. The physician elected to not perform x-ray or dft at this time. A 10j manual shock test was conducted and produced 31 ohms impedance. It was noted that this patient had a low body mass index (bmi). This device was electively explanted for normal battery depletion (nbd) and replaced with a new s-ICD. As of today, this product has not been received by boston scientific for investigation.